Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was not feeling well and had been tested positive ketones. Troubleshooting was declined and there was someone with her. Days later, the customer called back and reported being in the emergency room with high blood glucose over 500mg/dl. The customer stated that she treated her glucose level several times, but it did not drop. The customer was treated and released. The customer stated that currently her glucose level is 57mg/dl, and she treated with food. She stated that she had too much insulin from a previous correction. No further information was provided.